Event description:
Related manufacturer reference number: 2017865-2023-24611 it was reported the patient presented to the hospital for device replacement. While hospitalized for the procedure, it was discovered the patient experienced cardiac arrest due to loss of low voltage output from the pacemaker. The pacemaker exhibited narrow atrio-ventricular intervals during ventricular impedance measurement testing and functional loss of capture. The right ventricular lead exhibited an impedance problem. The pacemaker and right ventricular lead were explanted and replaced. There were no patient consequences.